Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated the charger is not working. Patient said it doesn't light up and will charge to wall and cannot charge ins. Patient tried charging and nothing happened. The issue started like tuesday. Patient services (pss) reviewed to reset equipment and after reset recharger did not power on. Patient reset the recharger and tried plugging it into the ac power supply which did not power on. Pss requested to try the programmer and pt states she is at work and doesnt have time for the troubleshooting. Patient was not able to get the recharger to turn on. Patient did not see any error codes on the controller. Pss reviewed patient will need to be seen by arepresentative and or hcp to check the ins as the longevity is 9 years and pt has reached 9 years based on implant date of on (B)(6) 2014. Patient stated their doctor has changed a number of times and patient still has not received a new cord. Patient does not know who their current doctor is. Patient confirmed is able to feel stimulation and states the device still works once pss reviewed longevity. The troubleshooting steps that were taken on the call did not resolve the issue. Patient redirected to hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.